Event description:
It was reported that the iLet screen was cracked when the pump slipped out of a pocket and struck the floor, rendering the device unusable; the issue involved a fracture-type device problem affecting the touchscreen, and the device had been synced prior to shutdown with no alerts or alarms and no injuries. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.